Event description:
It was reported that, on an unknown date, the device was found broken due to being dropped in user facility's sterile processing department (spd). It was noted that the hinge and shaft snapped off of the distractor pin. It was reported that the device did not contribute to a death or serious injury. It was also reported that the device did not malfunction during surgery. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.